Event description:
Per the clinic, the patient experienced extrusion of the receiver/stimulator unit through the skin.

Manufacturer narrative:
(B)(4) implanted device remains.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2015. There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report. It was also reported that the patient experienced an infection at the implant site, resulting in extrusion of the receiver/stimulator unit through the skin. This report is filed june 24, 2015.